Event description:
It was reported that the patient presented in the hospital with shortness of breath and pre-syncopal episodes. CT scan performed showed that the right ventricular lead perforated the heart. Pericardial window was done to successfully drain all fluid. The lead was explanted and replaced. The patient was stable.